Manufacturer narrative:
Additional information: the failure for heat was confirmed through functional evaluation, disassembly, and visual inspection. Through visual inspection, the repair technician confirmed the motor assembly was affected by corrosion.

Event description:
It was reported that during a procedure at the user facility, the device overheated and burnt the outside of the lower lip of the patient. The burn was white in appearance. The procedure was completed successfully using back-up equipment without a clinically significant delay. Additional local anesthesia was administered. Vaseline was applied to the burn to keep it moist. The patient is scheduled for a follow-up appointment.

Event description:
It was reported that during a procedure at the user facility the device overheated and burnt the outside of the lower lip of the patient. The procedure was completed successfully using back-up equipment without a clinically significant delay. Additional local anesthesia was administered. Vaseline was applied to the burn to keep it moist. The patient is scheduled for a follow-up appointment.